Event description:
It was reported that a patient was implanted with an impella 5.5 and developed a hematoma at the access site. Heparin was withheld and support was continued. The patient had atrial fibrillation that resulted in significant deterioration/worsening acute kidney injury. Attempts to cardiovert were unsuccessful. The impella 5.5 was removed and a washout of the insertion site was performed. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿